Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a change in the caregiver. On an unreported date, the patient was hospitalized for peritonitis. The treatment for the peritonitis and outcome were not reported. The action taken with dianeal therapies was not reported. No additional information is available.